Event description:
It was reported that patient underwent left total knee arthroplasty on an (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 and again on (B)(6) 2015 due to femoral loosening. The femoral component and tibial bearing were removed and replaced in each procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01739 /-01740).